Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime small vessel (sv) everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, the patient was hospitalized with chest pain. On (B)(6) 2013, the patient underwent a coronary stenting procedure with implantation of a 2.25 x 15 mm xience prime stent in the proximal right coronary artery. The patient was discharged to home on (B)(6) 2013. About one month prior to hospitalization on (B)(6) 2016, the patient experienced chest pain. During hospitalization, medication was administered. On (B)(6) 2016, the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the 'date received by MFR' date was filed incorrectly on the initial medwatch report as 12/18/2017, but should have been 11/12/2017.